Manufacturer narrative:
The covidien customer support engineer (cse) verified that the compressor was inoperable. The cse inspected the device and replaced the solenoid valve. The device passed all tests at service. The investigation of the replaced part is on-going. A supplemental report will be submitted when the part evaluation is completed. Covidien reference: (B)(4).

Event description:
Customer reported that an 840 ventilator was inoperable. The device was not being used on a patient when event occurred. The exact date of the event is unknown.